Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that one day post-implant this pacemaker and unknown right atrial (ra) lead exhibited high out-of-range pace impedance measurements and loss of capture (loc) with only some sensing observed in unipolar configuration. The lead was believed to be underinserted and it was recommended that a procedure be performed to reinsert the lead. The physician elected to not revise the lead and instead program the patient's device to right ventricular therapy only. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the associated ra lead is a boston scientific product. The patient continues to be monitored. No adverse patient effects were reported. This system remains in service.